Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the electrode of the right ventricular (rv) lead rotated on its own axis and exhibited high pacing impedance. The rv leas was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were high pacing impedance and ¿lead rotated on its own axis¿. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of ¿lead rotated on its own axis¿ was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.